Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield was returned within the marksman catheter. ¿ damage location details: the pushwire was extending out from catheter hub. In addition, the distal brad, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. No damage was found with marksman catheter distal tip/marker band. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from catheter without any issue. The total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the distal end of pipeline flex braid was found fully opened and damaged. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was normal, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. There is no complaint against the marksman catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open and the damage was determined to be device-related, as the operator was unable to open the stent using various release techniques, and an abnormal state of the stent wire was observed externally. The distal section of the pipeline did not open, and the device had not been placed in a vessel bend at the time of failure. Additional steps and other devices were attempted to open the pipeline.

Event description:
Medtronic received a report that a wide-necked saccular aneurysm was present in the left internal carotid artery. Ped-475-18 was used and properly hydrated; the marksman delivery system was positioned correctly. After the stent was in place, attempts were made to deploy it, but the tip end did not open. The stent tip appeared rod-shaped and showed fraying. Efforts to retrieve, wait, deploy a longer segment, and utilize vascular curvature to support stent opening were unsuccessful. The ped stent was withdrawn and replaced with a new stent, and the procedure was completed smoothly. Postoperatively, external inspection of the discarded stent revealed significant fraying and abnormal entanglement, confirming a stent issue. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery aneurysm with a max diameter of 5mm and a 4.6mm neck diameter. Landing zone: distal: 4.7mm and proximal: 4.74mm. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed blood flow stagnation within the tumor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.